Event description:
It was reported by the patient that they are sick to their stomach, their chest is hurting, and there is a shocking feeling in the chest. The patient wanted to know if it was related to their implantable cardioverter defibrillator (ICD). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.